Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the operating room, low, out of range, high voltage lead impedance and high capture threshold was observed. Patient was asymptomatic. X-ray imaging did not show dislodgement. Physician opted to keep the lead implanted. No further information available.